Event description:
It was reported by a neurosurgeon that high lead impedance was received during an office visit. X-rays were taken but were inconclusive. No event is known to have contributed to the reported high impedance. Further information was received from the area representative indicating the patient's device was disabled when the high impedance was received. The surgeon opened the patient and re-inserted the pin after the x-rays were reviewed. The high impedance did not resolve during pin re-insertion and a lead discontinuity is now suspected. At the moment revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received through a company representative indicating the event had been previously reported to the manufacturer. Manufacturer previously reported the event under MFR report # 1644487-2011-01404. Further clarification and additional information will be submitted under the aforementioned MFR report number.